Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 477mg/dl. It was stated that the customer was experienced unexplained high glucose prior to the event. No further info was provided.